Event description:
Customer reported receiving a reading in the 300's on his freestyle flash meter about two months ago. At that time, customer took insulin based on the reading and fell unconscious about 30 minutes later. Customer's wife gave him an energy drink to help bring glucose levels up. Customer did not require other medical attention and was fine afterwards. Customer reported this information to the manufacturer in 2006.